Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# v183416, implanted: (B)(6) 2009, product type: lead. Product ID: 3387s-40, lot# v858673, implanted: (B)(6) 2012, product type: lead. Refer to manufacturer report #3004209178-2018-01224 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient's implanted leads were not in the proper location from the initial implant. The hcp was considering adding stn leads, as the current ones were in the vim. The hcp indicated this is partially what led them to remove the single channel inss and replace them with primary channel (pc) inss. They tunneled a new path for one extension and replaced extensions connecting the existing leads to the new pc ins. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that it was medical judgement that led to the lead placement in the vim. The patient was receiving adequate therapy but was considering adding another two leads in the future with a different target location. The patient was currently being contacted by the clinician to schedule a follow-up visit to test impedances while palpating various areas to see if an electrical short could be captured. It was noted the left single channel battery was at end of service before explant, and the other one was at 2.8 v. Both inss were discarded.